Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the lead dislodged during slitting of the delivery catheter. The catheter was replaced and the lead was implanted and remains in use. No patient complications have been reported as a result of this event.